Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reported, left side no complaint against the device. Healthcare professional later reported, capsular contracture, baker grade iii via post operative report. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Malposition: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side no complaint against the device. Healthcare professional later reported left side capsular contracture, baker grade iii via post operative report and malposition. Device has been explanted and replaced.